Event description:
It was reported an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing was observed via egm. The device was reprogrammed, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.